Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button required multiple presses to elicit a response over the past three months. The reporter noted that the symbols were worn which has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/11/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings:the keypad was found to be fully intact; no peeling or damage was observed. The up arrow and ok keypad button symbols were worn; which has no effect on insulin delivery function. During testing, the ok and contrast buttons were intermittently unresponsive and required excessive force to activate; the up arrow and down arrow keypad buttons were properly responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.